Manufacturer narrative:
Adverse event (ae) assessment: ae assessor spoke with the patient who reported that both the bolus button and the needle retraction button stuck on each of two v-go. While using the v-go device, the patient reports that their blood glucose (bg) level is generally 100-189, 190 mg/dl, aic 6.7%, taking 1 click if bg is in the 200s, 2 clicks if bg is 300s; she does not take bolus clicks with meals. When bolus button was stuck and would not allow the delivery button to deliver a click of insulin bg rose to over 400 mg/dl (on her continuous glucose monitor) and rechecked on her glucometer at over 500 mg/dl. She experienced thirst and tiredness. She decided to remove the v-go, but the needle retraction button stuck too. She put her finger under the adhesive all around the v-go. When the adhesive was lifted off the skin, she gently pulled the v-go straight off her tissue. There was a drop of blood on the needle, but the tissue was not injured. She placed a new v-go on another site and within an hour her blood glucose came down to 420, then 380 and then 200s mg/dl. This sequence of events happened with two different v-go. Specific event dates were not provided. For a backup plan the patient has a supply of syringes and insulin should she need to take insulin by injection to improve her blood sugar. She is in contact with her healthcare practitioner (hcp) for medical and blood glucose management. This complaint could be serious with reoccurrence due to the blood glucose over 400 mg/dl with symptoms of thirstiness and tiredness. She is returning one v-go for a technical review. There is a temporal relationship between the v-go use, the bolus button sticking and the high blood sugar. However, the patient was wearing a continuous glucose monitor and did not take action until the blood glucose was over 400 mg/dl.

Event description:
The patient reported that the v-go needle button was stuck and caused hyperglycemia. It was reported that a device is available for return to the manufacturer for evaluation. However, to date, has not been received.

Manufacturer narrative:
Device evaluation: one device was received and evaluated for the bolus button locked < 18 clicks complaint. Device #(B)(6) was inspected and the functions were tested. The testing verified that the device operated as intended. The device exhibited no anomaly that could contribute to the reported event. The complaint about this device could not be confirmed.